Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleges pump was over delivering the insulin. Customer's current blood glucose was 80 mg/dl. Customer treated low blood glucose with food. Customer stated that they were able to smell the insulin. Customer stated symptoms relate to low blood glucose which were shaking, weakness and fatigue. The auto mode was active at the time of incident. No harm requiring medical intervention was reported. The insulin pump will be not returned for the analysis.